Manufacturer narrative:
No calibration influence was observed. Quality controls were not within range prior to the event and for several days. A general reagent problem was not present. A review of alarm trace data showed a high number of sample related alarms. The customer and service maintenance was complete, according to specifications. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The sample resulted in the following troponin t values when tested on (B)(6) 2025: 10.9 pg/ml, 11 pg/ml, 12.2 pg/ml, 24.2 pg/ml, and 11.5 pg/ml. The sample was repeated on (B)(6) 2025, resulting in a troponin t value of 3.9 pg/ml. The sample was repeated on (B)(6) 2025, resulting in a troponin t value of 13 pg/ml.